Event description:
It was reported the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman closure device and delivery system (wds) were inserted. The wds was deployed but did not meet release criteria and was fully recaptured. The physician then noted that it was difficult to recapture. The wds was successfully recaptured, and it was found that the anchor had damaged the marker band at the distal end of the wds. The procedure was completed with another device and there were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: a watchman closure device and delivery system (wds) with the implant in the sheath was returned. Product analysis could not confirm the reported event of difficulty recapturing the implant as clinical circumstances could not be replicated. The reported event of damage as the distal marker band was damaged was confirmed. The implant, sheath, hub, core wire and tip were microscopically and visually examined. Inspection found the distal marker band was damaged. The tip was damaged as the tri-cuts were flared, and there were abrasions on the inside of the sheath at the tip. The implant had anchor damage. The observed tip and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. The observed damage was attributed to procedural factors as the most likely cause is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman closure device and delivery system (wds) were inserted. The wds was deployed but did not meet release criteria and was fully recaptured. The physician then noted that it was difficult to recapture. The wds was successfully recaptured, and it was found that the anchor had damaged the marker band at the distal end of the wds. The procedure was completed with another device and there were no patient complications.